Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received post-reset ram crc alarm, history pointers failed. The history pointers are corrupted alarms which occurred twice and also received trace pointers are invalid alarm. Customer's mother ran self test and it passed. Customer's blood glucose value was unknown. Insulin pump will not be returned for analysis.